Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned for evaluation, as it remained implanted. Based on the available information, the root cause of the event was likely due to patient related factors and the progression of the patient's underlying valvular disease pathology. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a model 23mm pericardial aortic valve was disabled via a valve-in-valve procedure after an implant duration of 13 years, 7 months due to stenosis and regurgitation. A 23mm transcatheter valve was implanted without issue. Post-implant trace pvl was noted and gradient went from 42 to 9. The patient was discharged on post-operative day one.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.